Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Concomitant products: guide wire: sion, guide catheter: launcher. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It was reported that the device was prepped inside the anatomy. The rx trek, (B)(4), instructions for use (IFU) is written in (B)(6); therefore the domestic rx trek and mini trek rx instructions for use (IFU) is referenced. It should be noted coronary dilatation catheters (cdc), trek rx and mini trek rx, global, instruction for use (IFU) states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body; otherwise, complications may occur. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during the procedure to treat a concentric, heavily calcified, 100% stenosed, 2.5x28mm, de novo lesion in the moderately tortuous distal right coronary artery (rca), after unpackaging the device without issue and after prepping the device via air aspiration inside of patient anatomy, the 2.0x15mm mini trek balloon dilatation catheter (bdc) was advanced to the lesion without resistance. During the first inflation, the balloon ruptured at 6 atmospheres (atm). The bdc was withdrawn without resistance. The device was replaced with an nc trek 2.5x15mm bdc. The procedure was successfully completed after a xience alpine 2.5x38mm stent was implanted, resulting in 0% lesion stenosis. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.